Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that hours after the patient's surgery, a small hole was noted towards the lowest port on the tubing while .5% ns with 20meq of potassium was infusing at 125ml and leaked. There was no patient harm.